Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pca pump for repair was alarming error code 44508. There was unknown patient involvement and unknown patient harm/adverse event reported.